Event description:
Concentrate type error pt not dialyzing...performed autocal on initial set up..acid bath wand changed bicart reprimed. Biomed here working on back up machines with same issue aware of issue